Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope forceps channel has been blocked by the tissue adhesive. There were no reports of patient involvement.

Event description:
Foreign object has been removed from forceps channel (biopsy channel).

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: we could not identify the foreign material from the information provided. We presumed from the provided information that foreign material remained in the area as the device was returned to olympus without reprocessing at the user facility. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted.